Event description:
It was reported that the patient received inappropriate therapy. Review of the stored electrograms revealed noise on the ventricular channel. A lead fracture was observed on chest-x-ray. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.